Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. The transmitter was activated prior to patient use. In addition, there was a transmitter fatal error observed in the data. The reported event of a premature battery countdown is reportable based on the finding of a fatal error. No injury or medical intervention was reported.